Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they recently were seen by their dentist due to having pain in their lower aligner. The dentist trimmed the lower aligner and they also filed down mamelons and chips in their teeth. The aligners cutting into their gums at the right lower canine.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.